Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
In 2008, the patient was surgically treated for a thoracic aneurysm with a core tag thoracic endoprosthesis. On an unknown date, an amplatzer plug was placed in the subclavian artery to resolve a type ii endoleak. On an unknown date, a CT scan showed a proximal type I endoleak. In 2008, the patient was surgically treated for a ruptured aneurysm with a gore tag thoracic endoprosthesis. The patient tolerated the procedure.